Manufacturer narrative:
Correction: updated section e. Reporter country updated to united states.

Manufacturer narrative:
The reported event of material twisted/bent was confirmed. The reported event of positioning failure was confirmed. Visual inspection showed that the inner and outer helix lengths were within specification. Visual inspection of the outer helix shows damage consistent with procedure and with the difficulty in positioning the device. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure while attempting to slowly fixate the leadless pacemaker, its chevron wouldn't rotate. The device was taken out of the body and was noted to have a bent helix. A new device was implanted. The patient condition was stable.